Event description:
The customer reported meeting resistance upon deployment of the mammomarker and proceeded to advance. The doctor reported upon making the images, the tip was visible in the breast tissue. A biocompatibility letter has been requested for the doctor's reference.

Manufacturer narrative:
The batch record for lot f11206301d1 was reviewed. All quality inspections and device specifications were met. The device was rec'd and analyzed. It was confirmed that the introducer tube was sheared at the proximal skive opening of the device. During analysis, the device was assessed for functionality. The pushrod and introducer sleeve of the device functioned normally. The device appeared to have functioned as intended. A biocompatibility letter was provided to the physician, as requested.